Event description:
Healthcare professional reported "rupture". Healthcare professional later reported "nodule in birads c3" diagnosed via ultrasound. This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation, reason for reoperation: rupture. Clarification e1 (physician phone no.): (B)(6).

Event description:
Healthcare professional reported "rupture". Healthcare professional later reported "nodule in birads c3" diagnosed via ultrasound. This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: * rupture: observed broken device assessed as unidentified (tear) opening. As per the investigation procedure, creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b3, d.9., h.3., h.6.